Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 17806432.

Event description:
It was reported that the patient that she was explanted 3 years ago due to inadequate pain relief. No further information has been obtained despite good faith efforts.